Event description:
I was reported that this non-boston scientific right ventricular (rv) lead exhibited a spike of a high out of range shock impedance measurement, but has since returned to a within range baseline measurement. At this time, the rv lead remains in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).